Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed over-sensed noise and low pacing impedance exhibited by the right atrial lead. The patient was scheduled for lead revision on (B)(6) 2023 where insulation damage was noted. The lead was capped and replaced. The patient was stable.